Event description:
It was reported that after a total knee replacement surgical procedure the chuck with key device was stuck and unable to turn when key was put into the chuck after the procedure was over and the set was about to be cleaned. There were no reports of delays to a surgical procedure. During in-house engineering evaluation, it was determined that the device frozen/would not move - chuck seized. The device also failed pretests for check drill chuck with key, check the maximum range of tool coupling and check the minimum range of tool coupling. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to wear.